Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their reservoir had air bubbles and leak at the barrel. The customer¿s blood glucose was unknown. Customer was unsure if the reservoir leaked passed first or second o ring. Customer stated that the leaked occurred when they tried to insert infusion set. The reservoir will not be returned for analysis.